Manufacturer narrative:
The reported event was lead dislodgement. The s-curve height was measured within specification. Visual and x-ray examinations found no anomaly on the lead.

Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, chest x-ray confirmed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.